Manufacturer narrative:
The subject device was returned to the service center. The evaluation confirmed the reported issues with suction pressure and power switch as the air pressure was low due to faulty air pump unit and old and bent tubing. The power switch had a damaged/cracked protective cover, the led did not light up, and the plastic cap was torn off. Additionally, the ac inlet at the back of the device was cracked/damaged. The four suction feet at the bottom of the device had insufficient suction force and the main chassis had corrosion inside. The device was repaired to standard specifications and returned to the customer. The scope was purchased on january 5, 2010 with no previous repair records. The original equipment manufacturer (OEM) performed the device history records (DHR) for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation for the reportable malfunctions was completed by the OEM. Since 11 years have passed since the product was manufactured, the OEM determined the cause of reportable malfunction (damage to the a/c inlet) was attributed to accidental failure due to aging. Olympus will continue to monitor complaints for this device. This MDR is being submitted as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed by the customer that during preparation for use, the maintenance unit's (leakage tester) suction pressure was very low and also the power switch was damaged. No patient involvement was reported.